Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The durom femoral component in combination with the durom acetabular component is not released in the (B)(4). Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that the femoral resurfacing head loosened. It is also reported that the central pin of the femoral resurfacing loosened. Patient was revised.